Event description:
After flexiseal was taken out 125cc of water was pulled from the balloon. Patient was taken to the operating room for diagnostic testing 1g amount of stool, 1g tear at the anorectal junctions, with hemorrhoids and no active bleed. Pt was treated with vasopressins and replaced blood products.